Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding the patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the patient has not used their ins for several years. The caller stated the patient has not used their ins because it did not do the job for him. The caller stated he had the ins adjusted 2-3 times and it did not work for him. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they are unsure why the device did not do the job for them. They stated that maybe it was a device issue, patient/therapy issue, or procedure issue. The patient noted that it was hard to recharge. They also stated that they could not get the stimulation/therapy directed to the right area. The patient mentioned that they went in 3 times to have the stimulation ¿moved.¿ they stated that the device was implanted in (B)(6) 2012, and the stimulation changed in the next 4-5 months. No further complications were reported or anticipated.